Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. Customer stated that the insulin pump screen was blank and vibrating after it has been exposed to pool water. The customer was assisted with troubleshooting and the display did not return even after the battery has been replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected blank display noted during testing. Unit functioning properly. However corroded electronic assembly and motor assembly noted during visual inspection. Unit received with minor scratched lcd window.